Event description:
It was reported that the patient presented to the hospital after receiving several inappropriate shocks due to noise. The tachy therapies had been programmed off. During explant procedure, no anomalies were detected. No medwatch form was received.the patient is stable and in good condition.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion was found at 12.5cm to 14.0cm from the is-1 connector pin. The etfe coating of one sensing cable was abraded at this area of external insulation abrasion. The abraded sensing cable could come in contact with the ICD can to cause the reported noise and inappropriate shocks.